Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: e-23 error on l11 when autolight is turned on. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is a damaged contact ring, electro cautery cords laying across the ccu screen bad safelight cable, bad cable from ccu to the light source main board, and/or bad led module. Calibrate the unit is highly advised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.